Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site, the patient noted that although the pink slide had moved forward the cannula was not visible, indicating it did not deploy at pod activation as intended. As treatment, a new pod was placed. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.